Event description:
It was reported that this ICD was explanted due to battery depletion approx. 112 months after the implantation. The device could not be interrogated. Reportedly the patient received multiple shocks before.

Manufacturer narrative:
The lead under complaint was not returned for analysis and could not be investigated itself. Therefore, this report only refers to the results of the ICD analysis. Upon receipt, the ICD could be properly interrogated, revealing the eos battery status. The device was implanted for 111 months and 130 charging cycles were recorded in the icds memory. The amount of charge taken from the battery was verified and the eos battery status was anticipated. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple shock deliveries, confirming the clinical observation. Therefore, a sensing test was performed, and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The shock therapy was tested with a low energy shock and the ICD delivered the shock as specified. A higher energy shock was not tested due to the depleted status of the battery. There was no indication of an ICD malfunction. The manufacturing processes for the ICD and the lead were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance tests proved the devices functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, which led to a large amount of charging cycles with multiple shock deliveries, which led to the battery depletion. The ICD functioned as expected and the battery status was anticipated. A lead damage cannot be excluded as the root cause of the reported event. There was no indication of a material or manufacturing problem.